Event description:
It was reported that the patient had to charge twice a day and sometimes three times a day. It was noted the patient saw 8 coupling boxes and they were able to fully recharge their implantable neurostimulator (ins). The reporter stated their recharger box was crushed when they got the recharger in (B)(6) 2013, but the recharger appeared to be working as designed. It was noted the patient had a loss of therapeutic effect. It was further noted the patient met with a manufacturing representative for reprogramming on (B)(6) because the ins was not covering their sciatica. The reporter stated that since being reprogrammed they have had to charge 2-3 times a day, when they used to only have to charge once a day. It was noted the patient had no falls or trauma. It was further noted the patient had an appointment on (B)(6) 2013. Information omitted, see related (B)(4). Additional information received reported the patient was charging more than expected. It was noted the patient had to charge 2-3 times a day. The reporter stated the patient was charging every 0.3 days for 1.4 hours and was charging the ins up to 100%. It was noted the manufacturing representative measured impedances and they did not see anything lower than 961 ohms. It was noted that a longevity calculation indicated the recharge interval from 100% to 0 was 1.18 days. It was further noted the patient had two programs at 7.2 and 8.9 running with same electrode pattern. It was noted that the manufacturing representative reprogrammed the patient and the recharge interval was increased to 1.77 days. It was further noted the patient was happy with the changes as stimulation was going down their leg where they wanted the stimulation to be. Additional information received reported that the patient was charging more than expected. It was noted that the patient was charging daily and not holding the charge very long. It was noted that it had been happening for 5-6 months. It was noted that the recharge stats demonstrated that only session being at 100 percent at end. It was noted that the patient used group b and impedances were p1: 564 and 4.889ma, p2 576 and 4.771ma, and p3: 226 and 7.35ma. It was noted that the patient was programmed with 12+,15+,13- at 10.5v and 450 pulse width. It was noted that the patient had 2 leads subcue and one epidural. It was noted that p3 was for the epidural lead. It was noted that very low impedances was causing a draw on the system with referenced against 0: 12 1165, 13 1153, 13 1160, and 15 1153. Additional information received reported that the patient had been complaining about recharger issues and that the recharger had been replaced twice. It was noted that the patient had a great understanding of the device. It was noted that the patient had high voltages and recharged everyday with 24-7 usage. It was noted that the battery would not even hold during the night. It was noted that the patient has had issues since implant but it had gotten worse in the past 6 months. It was noted that the patient would recharge fully and then turn the implantable neurostimulator recharger (insr) off and back on and it would show 50 percent full. It was noted that the patient went home and charged for 2.5 hours and saw the 100 percent screen and then it lasted until the following evening. It was noted that the patient charged 10-15 minutes on the night prior to report and it showed fully charged. It was noted tha the patient turned the device off and back on and the battery showed that it was at zero percent full on the insr. It was noted that the patient had 3 programs and the 3rd program had impedance greater than 35 ma and it was on at 10.2 volts and the patient was not feeling it. It was noted that the device was reprogrammed and only the bottom part of the lead was used and the patient felt it in her leg using 8.5v and the impedance values were still bad. It was further noted that the doctor requested an x-ray but the results were not known. It was noted that the reporter spoke of a possible revision. Additional information received reported that it was uncomfortable for the device to be off while charging. Additional information received reported that the device was reprogrammed with decent coverage but that impedances were still low. It was noted that the doctor sent the patient to get an x-ray. It was noted that the patient was given a demo recharger to try and see if there was any improvement. It was noted that there was not known cause for the issue yet. Additional information received reported that the patient still had concerns regarding their device or therapy but that they were working with their doctor or manufacturing representative. It was noted that the patient had an appointment thirteen days prior to report. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3888-45, lot # v498309, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v498309, implanted: (B)(6) 2010, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial # (B)(4), product type recharger. (B)(4).